Event description:
Discordant low ipth (rpt) results were obtained for two (2) patient pre-operative baseline samples run on immulite 2500 sn (B)(4) (on different dates). The initial low ipth result from each patient's baseline sample was questioned by the laboratory, and the samples were re-tested. The results of the repeat testing were reported. The post-resection samples were tested initially and repeated. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low ipth (rpt) results were obtained for two (2) patient pre-operative baseline samples run on immulite 2500 sn (B)(4) (on different dates). The initial low ipth result from each patient's baseline sample was questioned by the laboratory, and the samples were re-tested. The results of the repeat testing were reported. The post-resection samples were tested initially and repeated. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.